Event description:
It was reported that the insulin pump turned off without alarming. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.